Event description:
It was reported patient underwent right partial knee arthroplasty on (B)(6) 2014 and a revision procedure on (B)(6) 2014 due to infection. The bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "early or late postoperative, infection, and allergic reaction."

Manufacturer narrative:
This follow-up report is being filed to correct information and to relay additional information, which was unknown at the time of the initial medwatch. Hospital discarded as biohazard.